Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, increasing lead impedance was noted on the right ventricular lead. Capture threshold had also increased. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the lead was laser removed during the generator change out. The patient was stable post-procedure.